Event description:
During a routine follow-up, high impedance and no capture, with normal sensing were observed on atrial side.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. The device remains implanted. (B) (4).